Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with unknown indication involved in posterior thoracolumbar surgery. It was reported that during procedure, when the screw plug was tightened, the tip of the tool driver was broken in the screw plug, making the screw plug unusable. In the process of locking the crosslink, the screw plug was tightened, and the screw plug was slipped. As a result, crosslink could not be locked and it could not be installed. Reported set screw was not implanted. No fragments left in the patient's body. Event was associated with the patient.